Manufacturer narrative:
Date of event is estimated as two years prior to awareness date.

Event description:
Radiometer ref. (B)(4). According to the complaint, the abl90 flex plus is reporting intermittent high po2 results of > 110 mmhg in patients undergoing cardiopulmonary exercise tests (cpet), the customer is concerned with the unphysiologically high results as it results in a negative (a-a) gradient. These results are not usable for their clinical indications and assessment of patient. All calibrations and quality controls are passing at the time, and no pre-analytical errors noted on the results.this has been an on-going observation over the last two years.

Manufacturer narrative:
The analysis is based on the information provided in a print by from analyzer provided by the customer: - the inter relationship is fulfilled for blood sample, based on an evaluation between po2, ph, thb, cohb, methb and so2 which shows that the measured parameter reflects the actual po2 content in the sample. - there are no indications that the analyzer causes a derivative po2 value. - the most probably cause for the intermittent high po2 >110mmhg in some readings is due to user handling of the capillary sample. Based on above conclusion, this event does not meet the definition of an MDR reportable event.